Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to blood glucose. Reportedly, the tubing was changed to address the event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.